Event description:
Every six months the device's fuse blows and its compartment melts. Rptr had it serviced several times. The MFR was contacted and told him they had designed the device to do exactly what he had been complaining about. They would not give a reason for it. Rptr feels these incidents could cause a fire in his office. Rptr feels that the mfg firm is very uncooperative in resolving the problem, or doing anything to correct the malfunctioning of the device.